Manufacturer narrative:
Section b2: correction. Section b5, h6 (device code): additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information states that the patient had a slight reduction of flow before the procedure. The patient was asymptomatic. There were no patient consequences.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: the report of a reduction of the outflow graft lumen was confirmed through the submitted computed tomography (CT) scan images. According to the account, this reduction was caused by an accumulation of material between the outflow graft and outflow graft bend relief. The submitted CT scan images demonstrated a reduction of the outflow graft lumen beneath the outflow graft bend relief, towards the proximal side of the graft. A specific cause for the reduction of the outflow graft lumen could not be conclusively determined through the submitted images. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28apr2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including pump flow. The IFU also contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a reduction of the outflow graft lumen was confirmed through the submitted computed tomography (CT) scan images. According to the account, this reduction was caused by an accumulation of material between the outflow graft and outflow graft bend relief. The submitted CT scan images demonstrated a reduction of the outflow graft lumen beneath the outflow graft bend relief, towards the proximal side of the graft. A specific cause for the reduction of the outflow graft lumen could not be conclusively determined through the submitted images. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28apr2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a reduction of the outflow graft lumen was observed in proximity of hm3 pump outlet from CT scan images. No signs of hemolysis observed. Physicians suppose accumulation of jelly material between outflow graft and bend relief and insert stents in the graft to restore normal diameter of the outflow graft lumen.